Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the software along with calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce fluoroscopy xray. No report of patient injury.